Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (B)(6) displayed a tcmid:05 (coolant diff failure) error was confirmed during the functional testing and event log data review. The root cause of the reported complaint was incorrect contacts on pic 16. The event log review indicated multiple tcmid:05 errors, confirming the reported complaint. During functional testing, incorrect contacts on pic 16 were identified as the root cause of the reported tcmid:05 error. The thermogard system passed the functional testing without errors upon reconnecting the contacts. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed a tcmid:05 (coolant diff failure) error. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.